Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a high scan reading issue with the freestyle libre sensor. The customer reported receiving a sensor scan reading of 124 mg/dl, and experienced symptoms of sweating, dizziness, and loss of consciousness. The customer was taken to the hospital, where she received a healthcare meter reading of 36 mg/dl. The customer was treated with a "sugar bomb" via intravenous therapy. There was no report of death or permanent injury associated with this event.